Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article "prospective randomized study of direct anterior vs postero-lateral approach for total hip arthroplasty" by william p. Barrett, md, shelly e. Turner, crc, and john p. Leopold, ms published by the journal of arthroplasty 28 (2013) 1634-1638 dx.doi.org/10.1016/j.arth.2013.01.034 on 28 january 2013 was reviewed for mdv reportability. The article purpose: "the purpose of the data reported here is to provide a randomized, prospective, single center evaluation of two different surgical techniques, daa and the postero-lateral approach, in the early post-operative follow-up period (up to one year)." It is noted all patients in the study received a corail total hip system femoral stem, pinnacle cup system, altrx cross-linked poly liner and cobal-chromium-molybdenum femoral head. The daa group consisted of 43 subjects and pa group 44 subjects between january 2010 to april 2011. It is also noted that acetabular cups inclination measurements averaged 47.1 +-6.1 degrees in the daa group and 42.4 +-7.6 degrees in the pa group/ anteversion average 20.1 +-5.9 degrees and 25.8 +-8.1 for the pa group indicating some cups were malpositioned. Adverse events noted: calcar fracture (intra-operatively treated with cerclage wire - 1 from pa group), trochanteric bursitis (1 of pa group resolved with cortisone shot), dislocation (1 of pa group), non draining hematoma (1 of daa group - resolved without intervention), heterotopic ossification (1 of daa group - no details given regarding if intervention was required or any functional loss), groin pain (2 of daa group which 1 received revision), pain, hip or knee (3 of daa and 4 of pa groups), snapping ilio-tibial band (1 of daa group), severe pain (1 of daa group despite use of narcotic analgesics, and wound dehiscence (1 of daa group - healed without consequence and not associated with superficial infection). Impacted products: pinnacle cup, altrx liner, unknown head (metal), corail stem.